Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report erratic readings on the pateint's cgm compared to patient's blood glucose meter on (B)(6) 2014. The patient's mother also reported insertion the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.